Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy. There was no adverse impact to the customer¿s blood glucose level.